Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing were observed in non-sustained rv oversensing episodes via remote transmission. The oversensing was not reproducible in clinic with the patient sitting, standing, and laying down. Programming changes were made, and no further episodes or patient symptoms were noted.